Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter cuff was placed before the operation, with no particular issues. After returning to the ward, it was spontaneously removed on the third day. When checked the cuff, it was deflated. When filled the cuff with water, only one side of the cuff inflated.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Received 1 all-silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjy4779. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The pin hole was noted at trifurcation site measuring 0.013in. This is out of specification. Risk review, labeling review, and DHR review are not required as event has already being investigated. Corrections made to tab d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter cuff was placed before the operation, with no particular issues. After returning to the ward, it was spontaneously removed on the third day. When checked the cuff, it was deflated. When filled the cuff with water, only one side of the cuff inflated.